Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. During evaluation, two battery connector pins were found to be physically damaged resulting in intermittent power interruption when jolted or moved. The battery pack was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral external battery contact pins were physically damaged which affected the battery connection to the device. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported complaint. The investigation determined that the reported complaint was due to electrical overstress on the pogo pins. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral external battery contact pins were physically damaged which affected the battery connection to the device. There was no patient injury reported as a result of this incident.